Manufacturer narrative:
The reported event occurred on an unspecific date in (B)(6) 2017. (B)(6). The lot was manufactured between december 2, 2016 ¿ december 3, 2016. The device was received for evaluation with approximately 122ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small volume folfusor underinfused. The fill volume was 121ml. The final rest volume was unknown. The device was filled with 4440mg fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.